Event description:
It was reported that about 2-3 months after implant, the patient noticed something wasn¿t right and she felt a lump ¿back there.¿ she had x-rays and the healthcare provider (hcp) saw that the anchors had come loose, the anchors were popping, and the leads had dropped. The hcp went in about 3-4 times surgically to fix the issue but then referred her to a different doctor who implanted a paddle lead. Follow-up was performed to determine if any troubleshooting had occurred, if the cause of the event was device related, and how the patient recovered. This event will be updated if additional information is received.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6); product type lead product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID neu_unknown, serial# unknown; product type unknown product ID neu_unknown, serial# unknown; product type unknown (B)(4).